Event description:
It was reported that staples did not form correctly in places removed incorrectly formed staples and oversewed this area with suture material. There was no reported patient consequence.

Manufacturer narrative:
D4;h4,6: info is anticipated, but unavailable at this time.